Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer tubing overlay melted and cosmetic esc, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Event description:
Asku

Event description:
It was noted the patient died approximately 7 months following device implant. The cause of death will be requested.